Event description:
Additional information reported the patient did not experience any symptoms related to the event. The cause of the alarm could not be determined. The patient recovered without permanent impairment.

Event description:
It was reported a pump alarm was heard but telemetry did not confirm the alarm. Neither the logs nor telemetry showed an alarm occurred. The patient reportedly started hearing the alarm on sunday and it stopped on the day of the report. The health care provider (hcp) programmed the alarm test and the patient thought the sound she heard was the critical alarm sound, but thought she heard it continuously instead of every 10 minutes which was the programmed interval. The patient¿s family also reportedly heard the alarm. The patient hit her pump and moved it and then it stopped. The pump was infusing morphine. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8591-38, lot # d14201, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that since (B)(6) 2014 the patient has noticed what she believes is intermittent beeping coming from her pump. The beep was continuous at times for 30 minutes, then goes away. The pump status was checked and there were no active alarms occurring. The pump logs show no alarms and logs go back to 2013.an alarm test was performed and the pump alarms that sound from the test are not the same, either critical or non-critical alarms. It was later reported that the patient determined that the alarm she was hearing was not the pump.